Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, upon opening package, a nurse tried to insert obturator into cannula, but there was resistance. Stopped using and opened another. No patient involvement.